Event description:
The customer's daughter reported via phone call that the customer was recently hospitalized with a blood glucose level over 600 mg/dl. Customer's daughter wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the call was 300 mg/dl. During troubleshooting, the customer's daughter confirmed that the cannula was bent at a 90 degree angle. Customer's daughter stated that the hospital staff removed the insulin pump the night before the call. The customer will not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.